Event description:
It was reported that at a post-implant check, the atrial lead exhibited intermittent undersensing. The values had changed since implant. The lead was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.